Event description:
It was reported, during variax foot surgery, the tip of drill bit broke when inserting the screw for final locking. The broken part was removed from the screw head.

Manufacturer narrative:
The evaluation revealed the screwdriver blade to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The blade returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found; dimensions and hardness were found within specifications. All flanks of the blade are deformed in clockwise direction and the torx tip is completely broken off; furthermore the shaft is slightly deformed. These damages indicate that the torx got deformed and broken during screw insertion/tightening due to a torsional overload and the shaft due to bending overload. The IFU includes warnings that the screw shall not be overtightened to avoid damages of the screw, screw head or screwdriver blade. Bending the screwdriver blade is not necessary for screw insertion, tightening and extraction. Because no manufacturer related issues were detected the case is attributed to an error by the user. No non-conformity was detected.

Event description:
It was reported, during variax foot surgery, the tip of drill bit broke when inserting the screw for final locking. The broken part was removed from the screw head.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.